Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that medics arrived to the scene and a defibrillator was attached to a (B)(6), male patient and monitoring a ventricular fibrillation heart rhythm. The user attached this device to the electrode pads that were attached to the patient. The user removed the electrode pads, and placed another set of electrode pads and the device detected an asystolic heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.